Event description:
It was reported that a nurse activated the lowering of the cot by accident causing the cot to lower. The nurse allegedly locked her arm causing injury to her shoulder. Due to the accident, she was unable to work for a few days.